Event description:
The pt received two leads with the same lot number. It was reported the pt had tripped over a hole and fallen, and the stimulation had changed after this incident. The sjm rep met with the pt and was able reprogram the system to provide stimulation coverage. An x-ray was performed with no anomalies noted. It was reported the pt wanted increased amplitude, but when increased the pt would feel shocking sensations when he was moving. The physician asked the pt to turn the system off temporarily, and additional pain relief methods were to be utilized. Further follow up found the stimulation was turned back on, and the pt reported he could feel it much better.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.